Event description:
During testing, the ventilator did not recognize the battery when it was changed to battery operation. Replacing the power pac battery resolved the issue. There was no pt involvement in this case.